Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be identified. Considering the physicians event description, the final root cause is most likely related to the patients anatomy (i.e. Severe calcification and tortuosity). It should be noted that, according to the IFU, the rated burst pressure (rbp) should not be exceeded.

Event description:
A pk papyrus covered stent system was selected for treatment of a severely calcified lesion (100 percent stenosis degree) in the cx. During pci with orbital atherectomy and stenting a perforation happened. When trying to deliver the first pk papyrus, the stent began to strip but they were able to successfully deliver it. A 2nd pk papyrus was successfully delivered to overlap.